Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for less than a day. The site of detachment was from connection site. No further information available.